Event description:
It was reported that a patient presented with atrial oversensing via (B)(4) follow-up. Reprogramming the device was recommended. The patient will be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.